Event description:
A 10 year old child received a superficial scratch of the stomach mucosa while undergoing a gastroscopy. According to the head nurse, the patient is fine and no corrective action was taken. Upon visual inspection by an olympus technician, it appeared that the nozzle of the gif may have been clogged and the customer could have attempted to pick out matter from the nozzle in order to unclog it. It appears as though the customer probed the nozzle and deformed the opening, which in turn led to the sharp edge that injured the patient. Olympus will continue to evaluate the scope.